Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03672/03673/03674. (B)(4).

Event description:
It was reported that the persona femoral impactor and two tibial articular surface provisionals are being returned because they are broken. Sales representative reports having no information on how or with whom they were broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2018-00390 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.